Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were noted to be 128 ohms. At this time, the physician has chosen to monitor the patient. Both products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this crt-d was explanted and the rv lead was surgically abandoned due to the out of range shock impedances. The device had also exhibited normal battery depletion. An x-ray and fluoroscopy were both performed, but lead damage could not be confirmed. No additional adverse patient effects were reported.